Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "deformity of the device caused by a seroma and double capsula." The device has been explanted.

Manufacturer narrative:
Device analysis results: analysis of the returned device identified: weight to the spec, creases fold, deformation and red particles. Bubbles and voids were observed in the gel after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Physician reported right side "deformity of the device caused by a seroma and double capsula." The device has been explanted.